Event description:
It was reported that device entrapment and detachment occurred. The stenosed target lesion was located in the circumflex artery. After a non-boston scientific guidewire was advanced distal to the target lesion, an opticross 6 hd imaging catheter was advanced for ultrasound examination, however, there was no image. The system stopped and could not be turned back on. The opticross catheter was found to be wrapped around the guidewire and under fluoro, it was noted that both devices were pulled back to the guide catheter. When the physician attempted to remove opticross and wire, the wire was pulled out, but the opticross catheter got stuck in right radial artery. An attempt was made to re-sheath the device but it was unable to be completely removed or captured. Part of the device was removed but part remained inside the patient. The patient was sent to vascular surgery and the opticross catheter was surgically removed through a cutdown process. No patient complications were reported and the patient was doing well.

Event description:
It was reported that device entrapment and detachment occurred. The stenosed target lesion was located in the circumflex artery. After a non-boston scientific guidewire was advanced distal to the target lesion, an opticross 6 hd imaging catheter was advanced for ultrasound examination, however, there was no image. The system stopped and could not be turned back on. The opticross catheter was found to be wrapped around the guidewire and under fluoro, it was noted that both devices were pulled back to the guide catheter. When the physician attempted to remove opticross and wire, the wire was pulled out, but the opticross catheter got stuck in right radial artery. An attempt was made to re-sheath the device but it was unable to be completely removed or captured. Part of the device was removed but part remained inside the patient. The patient was sent to vascular surgery and the opticross catheter was surgically removed through a cutdown process. No patient complications were reported and the patient was doing well. It was further reported that the opticross catheter became entangled with the guidewire in the left anterior descending artery. The device was not stuck in the guide catheter and while the device and wire stayed stuck in the right radial artery, the guide catheter was just removed successfully.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window and the imaging core were cut. The cut section of the imaging housing, along with the tip and the distal housing, were not returned for analysis. Impedance and image test could not be performed due to the condition of the device. Analysis of media provided by the client showed an angiography and a photo of the sheath that was stuck in the patient, where part of the catheter was observed kinked and entangled.

Event description:
It was reported that device entrapment and detachment occurred. The stenosed target lesion was located in the circumflex artery. After a non-boston scientific guidewire was advanced distal to the target lesion, an opticross 6 hd imaging catheter was advanced for ultrasound examination, however, there was no image. The system stopped and could not be turned back on. The opticross catheter was found to be wrapped around the guidewire and under fluoro, it was noted that both devices were pulled back to the guide catheter. When the physician attempted to remove opticross and wire, the wire was pulled out, but the opticross catheter got stuck in right radial artery. An attempt was made to re-sheath the device but it was unable to be completely removed or captured. Part of the device was removed but part remained inside the patient. The patient was sent to vascular surgery and the opticross catheter was surgically removed through a cutdown process. No patient complications were reported and the patient was doing well. It was further reported that the opticross catheter became entangled with the guidewire in the left anterior descending artery. The device was not stuck in the guide catheter and while the device and wire stayed stuck in the right radial artery, the guide catheter was just removed successfully.